Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device forensic memory log. However, the device was put through extensive testing stress tested without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.